Event description:
The customer reported that the ventilator was alarming and had no display. The customer reported the ventilator was not in use on a patient, therefore, was no patient involvement or harm. The manufacturer's service technician was unable to duplicate the reported problem. Review of the diagnostic log during service noted voltage failure occurrences which may result in a shut down of the device with alarm during operation. The service technician replaced the cpu pcb board to address the reported problem. Applicable final testing was completed and passed to operating specifications.